Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not verify the system error logs. The fse powered on the system in normal mode. The fse connected a second surgeon side console (ssc) and restarted the system with no issue. The fse rebooted the system two more times, and during one of the reboots, the ssc touchpad started up with a message of something was touching the touchpad during startup. Tap to continue. The fse noted that after tapping the ssc touchpad, it finished booting successfully. The fse then contacted dvstat and was advised to verify the system serial number and armrest screws. The technical support engineer (tse) recommended to replace the ssc touchpad as error 75 could return. The fse replaced the ssc touchpad to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the touch screen computer involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Visual inspection found the unit to be in good condition. The touchpad was installed into printed circuit assembly (pca) test system, where it was programmed and powered on. Error 75 appeared on start up with no image on the touchpad's screen. The touchpad were sent to the original equipment manufacturer (OEM) for repair of the reported problem. The complaint that the customer reported they had no image on the surgeon side console (ssc) touchpad was confirmed based on the error log, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support (from offsite) to report that at the start of the case, they had no image on the surgeon side console (ssc) touchpad. The site power cycled the system, and the system generated an error. The customer reported that the master logic controllers (mlcs) went limp. The technical support engineer (tse) reviewed the system logs and identified several 75 errors occurred at the initial system power-up. The site ended up converting to another ssc and continued with the case. The procedure was converted to another da vinci surgical system with no reported injury.